Manufacturer narrative:
To date, a sample has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
The surgeon reported 2 cases of sands of sahara (sos) syndrome. The surgeon suspects the surgical spears. Pt treated with dexamethasone, neomycin (as preventive treatment). Celestene (betamethason), tobradex every hour since the second surgery. Visual acuity at d+4: 3/10. Presence of central opacities. On 04/23/2008 confirmed that a second surgery had already done at d+4. Refractive consequences unk for the moment. Additional info has been requested.